Manufacturer narrative:
(B)(4). There was no reported device malfunction and the products were not returned. Cerebrovascular accident, myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that a review of data collected from the (B)(6) registry, a prospective, multicenter registry of 8,665 patients successfully treated with one or more drug eluting stents and placed on aspirin and clopidogrel post procedure, was performed. Patients were started on dual antiplatelet therapy (dapt) after implantation of a stent, including the xience v stent. Follow up indicated the following post-procedure adverse events: thrombosis, myocardial infarction, and stroke.